Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
T-wave oversensing and decrease on the r-wave sensing was observed. Inappropriate therapy was delivered. Hence, the lead was explanted. The lead will no be returned as the physician thought there was no malfunction. The patient is in good condition.